Event description:
After an implantation period of 38 months a suspected lead fracture was reported. The lead was explanted and returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18.5 cm distal to the is-1 connector pin. Both lead fragments were returned and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The analysis did not reveal any sign of a material or manufacturing problem.